Event description:
The time of event is unknown. There was no report of patient harm. Light emitting diode(led) failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the light emitting diode (led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the light emitting diode (led). In addition, we confirmed that the objective lens unit cracked, the remote control buttons cut, the u/d and the r/l knobs loose, the distal body worn out, the u/d lock lever hard to move, the suction channel kink, the cmos-m with drive pcb distorted image, and the cmos-m with drive pcb video image freezing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report"hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.